Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the pt underwent stenting of the mid lad with a xience v stent. In 2009, the pt underwent diagnostic coronary angiography which revealed 70% stenosis within the mid lad. The pt was hospitalized the next day, with chest pain and ischemia. The pt underwent percutaneous coronary intervention via balloon angioplasty and placement of a cypher stent. The event resolved in the same month. There is no add'l info available.

Manufacturer narrative:
Results and conclusions summation - angina, ischemia and restenosis, as listed in the clinical trials IFU, are known adverse events associated with coronary stenting procedures and are not necessarily an indication of a product quality deficiency. There was no note of any product malfunction identified during the procedure that could have contributed to the reported pt effects. Overall, although there does not appear to be any indication of a product quality deficiency, a definitive cause for the reported pt effects and the relationship to the product, if any, cannot be determined.